Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing on the discrimination channel causing secure sense episodes were noted. Technical support was contacted and reprogramming was performed to resolve the issue. The patient was in stable condition.